Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced hyperglycemia with blood glucose reaching 315 mg/dl for over 90 minutes after a recent supply change, while the user also reported concerns about cgm targets and frequent ¿more than usual¿ meal selections; the user was instructed to inspect the cannula, replace the flex infusion set, perform fill tubing, and reconnect, after which glucose began to decline, and additional training was assigned. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information to establish a device problem or a specific involved component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.